Manufacturer narrative:
The customer returned the meter and strips. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: master lot and retention meter: 3.4 inr. Donor #1: customer's strips and meter: 3.4 inr. Donor #2: master lot and retention meter: 2.7 inr donor #2: customer's strips and meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter complained of erroneous inr results when she tested the customer 5 times on coaguchek meter with serial number (B)(4). The initial result at 6:46 a.m. Was 6.4 inr, the result at 6:48 a.m. Was 3.3 inr, the result at 6:57 a.m. Was >8.0 inr and the result at 7:00 a.m. Was 4.9 inr. These 4 results were obtained from the same finger and the daughter squeezed the finger for each test to obtain additional blood. The customer's daughter stuck a new finger for the 5th result of 3.0 inr at 7:05 a.m. The result of 3.0 inr was believed to be the correct result and was reported to the customer's point of care provider but has not heard back from the doctor yet. No changes have been made to the customer's medication dose. The customer's therapeutic range is 2-3 inr. There was no allegation that an adverse event occurred. The customer is currently "very good" and has no signs of high inr. The customer is not anemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer's warfarin dose was recently changed but he is not taking any new medications. The customer has had no diet changes, no new illnesses and no bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 186865) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable